Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the total parenteral nutrition(tpn) catheter was noted to be leaking approximately two months after implant. The device was replaced with another one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that only part of the catheter was returned. This portion of the catheter was wrapped in medical tape. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.